Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016; 5076 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance. The lead was capped and replaced. It was reported that the right ventricular (rv) lead dislodged that same day. The lead was not capturing and r-waves were non-existent. The lead was repositioned and the patient was discharged the following morning. The patient felt lightheaded and dizzy after arriving home and reported a heart rate of thirty-five beats per minute. The patient then presented to the emergency department. An interrogation revealed apparent normal lead function but a chest x-ray showed possible dislodgement again. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.